Event description:
It was reported to medtronic neurosurgery that the patient was implanted with a strata ii valve on (B)(6) 2015. According to the report, the patient developed a fever and infection after the surgery. It was reported that the valve was explanted on (B)(6) 2015. According to the report, there was no injury to the patient.

Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, pre-implantation, and leak testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. It was later reported that there was no allegation that a device related issue caused or contributed to the patient's infection. (B)(4).